Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that during the case, there was difficulty verifying the straight suction. It took several minutes, however the site was able to verify and continue with the case. It was noted that instrument manipulation was not performed to get the instrument to pass verification - it eventually registered but took some time. However, it was clarified that the instrument was moved in the divot a few times to pass registration/verification. All other instruments were verifying without issue. There was a less than 1 hour delay to the procedure and no impact to patient outcome as a result of this issue. After the case, the straight suction was tested and there were still difficulties with verification. Upon inspection, it looked like it was possibly slightly bent. It took several minutes and various adjustments to verify the straight suction (approximately 10 attempts). The manufacturer representative confirmed the instrument was bent.

Manufacturer narrative:
The straight suction was returned to medtronic for analysis. Analysis revealed that the straight suction was not able to verify when attached to a test tracker displaying a divot error of 3.4 millimeters to 3.6 millimeters. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.